Event description:
It was reported that the (depth gauge for 1.3mm and 1.5mm screws) does not work smoothly. This was discovered during a routine inspection. No patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was performed for the subject device. The returned device is good condition for its minimum 5 year lifespan. There is a single spot of corrosion on the depth gauge's hooked rod. The returned cruciform blade with holding sleeve functions as designed, with no discernable issues. A visual inspection, dimensional inspection, complaint history review, drawing review, device history record review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The damage appears to be the result of a wear accumulated over the life of the device. The returned part is determined to be suitable for its intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Although the exact cause for this complaint cannot be determined, the complaint condition is most likely a result of the method of use as well as wear accumulated over the life of the device, and not the device's design. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot #4262978, no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 8-may-2001. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A service evaluation was performed on the subject device. The repair technician reported the ball was frozen. The item is not repairable. The cause of the issue is unknown. The complaint condition was confirmed. This subject device was forwarded to the complaint handling unit for additional evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.